Event description:
It was reported that during a left internal mammary artery washing, by papaverin, the needle tip detached from the syringe. The needle fell into the pericardic cavity and was retreived using fluoroscopy. No pt complications reported.